Event description:
On (B)(6) 2012, the pt underwent an l5/x1 tlif. The baxano io-flex system was utilized and decompression were performed at right l5/s1 with the baxano io-flex 7.5mm microblade shaver. Postoperatively the pt experienced burning thigh pain and leg weakness. No further info regarding the status of this pt was available.